Manufacturer narrative:
(B)(4), the sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test. The unit was not able to navigate through the power-on self-test (p.o.s.t.). The unit alarmed and displayed a red wrench. The unit was opened and the resistances across the thermal switch and fuse were measured. The resistance across the switch measured 0.2 ohms and the resistance across the fuse measured 0.1 ohms. Both values are within the normal operating range. With the above components ruled out, testing confirms the unit has a faulty power control board. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure unknown. The board could have encountered higher than normal stresses which shortened its lifespan. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "unit will not power on". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "unit will not power on". No patient involvement reported.